Manufacturer narrative:
Investigation summary: evaluating the image provided by the customer, it is possible identify premature plunger activation, confirming the complaint. The potential causes for the problem could related to jam at assembly process. The defect identified from this complaint will be monitored for trend evaluation. Investigation conclusion: bd was able to duplicate or confirm the failure mode indicated by the customer. Root cause description: during the batch production there were no records of occurrences are related to this defect are observed, however after the analysis of the image it is possible confirm plunger premature activation. Based on this evaluation and process analysis the potential cause for the occurrence is: jam of syringe at assembly or transference disk, difficulty the assembly and causing the plunger rupture; misalignment of transfer disk; synchronization fail between transfer disks. The jams are inherent of assembly process and could cause the plunger activation. Rationale: CAPA not required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger movement was difficult on a 3ml ll solomed¿ 22x1 1/4 (0,70x30) snd sla before use. No injury or medical intervention.